Event description:
Injector was disconnected från the hose and cytostatics have leak. Had happens couple of times before. During use additional information: was patient or user harmed? If yes, please explain: no. Please provide the batch# information for another reported incident (had happens couple of times before.). Just info from nurses. No samples saved. Please provide the date of event of another reported incident (had happens couple of times before.) Is this occurred single patient or different patient: no dates available please clarify exactly where leak occurred? See sfdc complain. Please verify did you used the infusion clamp to secure the connection of the injector and connector. Unknown. Was there any breakage/damage in the injector/connector? Unknown. Please confirm, was the injector engaged with a mating connector when the pressure was applied to the syringe? Unknown . Have you ensured, the injector was connected properly? Were there any connection issues? (Loose or tight) unknown. Both injector and connector were disconnected from tubing? Or injector disconnector from connector? Unknown. Kindly provide the connector material# and batch#. Please see sfdc. Was there any infection observed following the medication? No. How was the treatment successfully finalized for the customer? Well. Please provide picture / video sample if available. No available.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2405001. No deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification such as luer threading. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 2405001 were used for additional evaluation. All product was visually inspected, no defects were observed, and luer threading was verified to meet required specification. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.